Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call, none of the buttons on the insulin pump were responding. Customer was attempting to bolus and the device wasn't responding to the button presses. Customer's blood glucose was unknown. Customer's mother didn't recall any significant event which may have caused the keypad issues. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.